Event description:
Complainant alleged that while attempting to defibrillate a male pt, the device displayed "defib fault 72" message. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.